Event description:
This customer observed imprecise, negatively biased phenytoin results on control fluids using vitros chemistry products phyt slides on a vitros 5,1 fs chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that imprecise vitros phyt results occurred on control fluids processed on the vitros 5,1 fs chemistry system. The definitive root cause could not be determined; however, a reagent or an analyzer issue could not be ruled out. An ocd field engineer has returned the system to expected operation. The root cause of the event is unknown.